Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of multiple atypical power cable disconnect alarms were able to be confirmed via review of the log file. The initial reported event was of low voltage alarms; however, there was only one recorded instance of low voltage alarms, but multiple atypical power cable disconnect alarms were recorded. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days ((B)(6) 2021 per timestamp). Events captured on (B)(6) 2021 took place in the testing labs at abbott. Atypical power cable disconnect alarms were intermittently active throughout the majority of the log file from (B)(6) 2021 at 13:27:51 ¿ (B)(6) 2021 at 01:56:29. The alarms were coincident with rsoc invalid faults occurring on both power cables while the controller was connected to battery power. The alarms cleared shortly after activating. Low voltage advisory alarms were recorded on (B)(6) 2021 at 14:32:49 ¿ 14:32:51 and were caused by a sudden atypical drop in voltage on the black power cable while the controller was connected to battery power. The alarms cleared shortly after activating. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The controller was connected to a mock loop and was able to function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) ) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a defective system controller. The patient experienced low voltage alarms on both their mobile power unit (mpu) and batteries. Their system controller was replaced and the patient did not experience any symptoms or adverse events with this issue. After the exchange the alarms resolved.